Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, a definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The subject device has been received and is currently in the evaluation process. The device was sent to an independent laboratory for microbiological testing. The olympus endoscopy support specialist (ess) observed that the customer reprocessing the tjf-q180v. While leak testing, the customer merged the scope into the sink with water before hooking up the mb-155 from the mu-1. The ess advised the customer of the proper steps of leak testing from the IFU and the ontrack form. The customer was using scope buddy plus to dispense the detergent into the sink and a non-olympus brush to brush the channels of the scope. During this observation, the sink stopper was draining the sink water and detergent and the customer had to keep refilling the sink with water, eventually there was no detergent present in the sink. The ess advised the customer of the proper use of the maj-1888 which was not used properly. The customer was not using a suction source and was using the scope buddy plus for aspiration of the scope and was using the scope buddy plus to rinse the scope. When placing the scope in the oer-pro, the ess then had to advise the customer to place the elevator in the intermediate position at a 45-degree angle before running the cycle. When the cycle was complete, the customer was not aware of using the sterile cotton swabs to dry the cylinders of the scope and the distal end of the elevator. The ess provided the customer a tjf-q180v wall chart, ontrack form and emailed the tjf-q180v reprocessing manual. The customer was advised of using a dilution factor (df) broth culture test and sending the culture to nelson labs. The customer was isolating the scopes back into the ventilated storage closet with inventory. The customer was using third-party repair services on all gastrointestinal (gi) scopes on-site. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The user facility reported to olympus that the evis exera ii duodenovideoscope was tested and provided a positive culture twice in a row. The scope was cultured on (B)(6) 2020, which resulted in a positive test for micrococcus luteus and brevundimonas diminuta vesicular. The scope was cultured again on (B)(6) 2021, which resulted in a positive test for mold and corynebacterium. It was identified that one (1) patient had an infection of colitis, however the issue was unrelated to the to the procedure with the scope. The patient was treated with prophylactic antibiotics. The reprocessing personnel had been trained on how to properly reprocess an endoscope. No patient harm was reported.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the independent laboratory testing, the device evaluation, and the legal manufacturer¿s investigation. The device was sent to an independent laboratory for culture testing. The results indicated no growth of gram-negative bacteria on the device. The device was ethylene oxide (eto) sterilized and returned to olympus for a physical evaluation. An olympus service center performed a visual inspection on the received condition and found a stain inside the suction cylinder portion, leading up into the biopsy channel. The biopsy channel was inspected with an olympus borescope and the stain was located approximately 20mm upon entry at the control body side. There were no kinks or scrapes located inside of the biopsy channel. The suction channel was also inspected using the borescope, and there were no signs of foreign material or stains within. The video scope passed the cosmo leak test. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the issue could not be conclusively specified. It was likely the causes of the issue may be the following: contamination occurred during culture sampling at the user facility. Although contamination of the subject device had occurred, the state of the device had changed, such as the channels been dried up, by the time the device was sent to the third-party labs. The instructions for use (IFU) provides the following guidelines: 1.2 importance of cleaning, disinfection, and sterilization: the medical literature reports incidents of cross-contamination resulted from improper cleaning, disinfection, or sterilization. It is strongly recommended that all individuals engaged in reprocessing closely observe all instructions given in this manual and the manuals of all ancillary equipment and have a thorough understanding of the following items: professional health and safety policies of your hospital instruction manuals for the endoscope, accessories, and all the other reprocessing equipment structure and handling of endoscope and accessories handling of pertinent chemicals